Event description:
It was reported that intra-operatively during thyroidectomy procedure, after the anesthesiologist performed intubation as usual, there was difficulty in intubation and they suspected a shape abnormality and reported a feeling of discomfort, so a spare intubation tube from the hospital was used for intubation. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that visually, there was a yellowish residue on the outside diameter of the cuff balloon and surgical tape around the clamp shell when returned. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff did not fully inflate. For further analysis, 35cc of air was used to fully inflate the cuff, which was abnormal, and the cuff had deformations. The pilot balloon inflated as intended. For additional analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) was observed. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.